Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose over 400 mg/dl. The customer reported the insulin pump broke and they needed manual injections. The customer stated a button error alarm occurred, which resulted in the hospitalization. The customer was diagnosed with diabetic ketoacidosis as a result of the hospitalization. The customer was off the insulin pump for longer than 48 hours prior to the hospitalization. Troubleshooting was not performed on the insulin pump because the customer has removed the battery. The customer's current blood glucose was 130 mg/dl. The insulin pump will be returned for analysis.